Manufacturer narrative:
Field change: b5, h6, h10. The complaint component was returned and analyzed and the allegation of fluid loss was confirmed via analysis. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at folds in cylinder body. The kink resistant tubing (krt) of both cylinders were worn and fatigue to filament; leak was found at the end of the krt. Cylinder 1 has leaks with broken fabric treads attributed to wear at fold in proximal cylinder body; holes were present. Cylinder 1 was not functional test due to leak was identified. Cylinder 2 was functionally tested and performed within specification; no leak was found. Product analysis confirmed device malfunction with the returned cylinders. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that inflatable penile prosthesis (ipp) device had fluid loss. Patient underwent a surgical procedure where all components were explanted and replaced.

Manufacturer narrative:
The complaint component was returned and analyzed and the allegation of fluid loss was confirmed via analysis. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at folds in cylinder body. The kink resistant tubing (krt) of both cylinders were worn and fatigue to filament; leak was found at the end of the krt. Cylinder 1 has leaks with broken fabric treads attributed to wear at fold in proximal cylinder body; holes were present. Cylinder 1 was not functional test due to leak was identified. Product analysis concluded that identified fluid leak with broken fabric treads in cylinder 1 and leaks in both krt were the most probable cause of the reported event, as the device would not be functional after the system fluid was lost. Product analysis confirmed device malfunction with the returned cylinders. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that inflatable penile prosthesis (ipp) device had fluid loss. Patient underwent a surgical procedure where all components were explanted and replaced.

Manufacturer narrative:
The complaint component was returned and analyzed, no allegation was made against device. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at folds in cylinder body. The kink resistant tubing (krt) of both cylinders were worn and fatigue to filament; leak was found at the end of the krt. Cylinder 1 has leaks with broken fabric treads attributed to wear at fold in proximal cylinder body; holes were present. Cylinder 1 was not functional test due to leak was identified. Cylinder 2 was functionally tested and performed within specification; no leak was found. Product analysis confirmed device malfunction with the returned cylinders. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to unknown reasons. All components were explanted and replaced.